Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. During visual inspection, the front enclosure was observed to be cracked/damaged, and the battery lock clip was bent. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure and battery lock clip will be replaced to address the issue. Based on archive data review, multiple (ua) 45 error messages were recorded on and around the event date, thus, confirming the reported complaint. Unrelated to the complaint, archive also showed several (ua) 12 (lifeband not present) and (ua) 19 (max applied load exceeded) errors. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Functional testing failed due to the (ua) 45 advisory message displaying upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to the home position to remedy the (ua) 45. The (ua) 12 and (ua) 19 error messages seen in the archive could not be replicated during functional testing. Per the autopulse user advisory list, user advisory 19 occurs when the load plate has detected too much weight being applied. There were no device deficiencies found during functional testing that could have caused or contributed to the (ua) 19. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error message. No patient involvement.